Event description:
Broken needle in his body (medical device complication). Case description: this spontaneous report, by a consumer as "broken needle in his body", concerns a male patient user of penneedle 32g taper (needle) due to type 2 diabetes mellitus. In the morning, a needle broke in the pt's body when he was injecting insulin using a new needle. In the afternoon he went to see his dr and had an x-ray performed. The x-ray confirmed a broken needle in his abdomen. The dr tried to remove it surgically, but failed. Five days later the needle remains in the patient's body. The injection site was disinfected at the hospital five days earlier and two days later treatment with penneedle has been discontinued. The patient has not yet recovered from the event. It was stated that the patient always changes needles prior to each injection. Comment: reporter causality: probable.